Manufacturer narrative:
The hemopro 2 device was returned ot the factory for evaluation. There were no signs of clinical usage and no evidence of blood. A visual inspection identified that the silicone boot of the cold side of the jaw was damaged. The proximal portion of the shaft was bent approximately 30 degrees. Additional evaluation required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
When the sterile pack was removed from box, it was noticed by the nurse that the vasoview hemopro 2 with vasoshield cautery was bent and insulation damaged about an inch back from the tip. The device was not opened to the sterile field and it was not used on a patient.